Event description:
It was reported that patient was seen with high impedance and has been referred for surgery, reportedly to reconnect the battery. The physician has responded that xrays were taken and she cannot see a clear disconnection of the lead wire on x-ray. Patient is referred to neurosurgery, no trauma or manipulation of device has occurred, and she is unsure of the cause of the high impedance that it may be a poor lead connection or incomplete connection. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that patient underwent full revision surgery. Generator diagnostics confirmed no issue with the generator. The lead pins were re-inserted which still resulted in high impedance. A new lead was implanted and impedance was ok. The explanted lead cannot be returned as it was cut into several pieces and is assumed to have been discarded. No other relevant information has been received to date.